Event description:
It was reported that the control iq software is not adjust insulin delivery as intended. The customer's blood glucose level ranged from 216-361 mg/dl. A pump reset was performed to address the issue. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.